Event description:
This case was initially received via regulatory authority (igj) on 03-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') and device breakage ('essure with fallopian tubes and a piece removed from the uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), fatigue ("tiredness"), back pain ("back pain") and dysmenorrhoea ("constant menstrual pain"). The patient was treated with surgery (essure with fallopian tubes and a piece removed from the uterus). At the time of the report, the abdominal pain, device breakage, fatigue, back pain and dysmenorrhoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, back pain, device breakage, dysmenorrhoea and fatigue with essure. Further company follow-up with the consumer or regulatory authority is not possible. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.